Event description:
It was reported that the patient presented with an atrial arrhythmia. The implantable cardioverter defibrillator exhibited inadequate high-voltage therapy and failed to convert the rhythm. External defibrillation was used. The patient's condition was unknown.